Manufacturer narrative:
Concomitant product(s): a 694958 lead, implanted: (B)(6)2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's active right ventricular (rv) lead exhibited three high rate non sustained episodes, oversensing, pacing inhibition and potential lead to lead interaction with the patient's inactive right ventricular (rv) lead. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.